Event description:
The pt's tracheostomy tube disconnected from the ventilator. No alarm from the ventilator or from the external alarm was heard by the nursing staff. The pt was found unresponsive-coded, acls measures rendered, medications administered. Transferred to coronary care unit immediately after the code. Investigations done after the event.